Manufacturer narrative:
An event of mushrooming of the right disc and device being screwed on to the cable very tightly was reported. Also reported that the right disc mushroomed slightly but then immediately pushed back into the usual disc shape so device was implanted. Information from field indicated that there was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was selected for an implant using a 8f amplatzer talisman delivery sheath. During device preparation, the physician wanted wants to pull the device in to the loader, and then push out again to check the device for not mushrooming. The rep instructed the physician not to do this however he says it is how he has always prepped the talisman pfos and he has never had problems until recently. The physician not happy being advised not to push the device out again (prior to placing in the heart). The physician advised this device was screwed on to the cable very tightly which made performing the 'click' difficult. He said there is a huge variation on how tight the devices are screwed onto the cable when performing those clicks. The physician asked the rep to video a new device being prepped for the first time, because he said every device seems to be mushrooming and he wanted video evidence. The video shows slight mushrooming of the right disc. After I advised to change the device, and while the rep was getting a new device to prep, the physician decided to continue with this device, since they felt a new device would do the same thing again. In the body, the right disc mushroomed slightly but then immediately pushed back into the usual disc shape so the physician were happy leaving this device in place. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.